Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer received multiple inaccurate fill estimates. Reportedly, the insulin gauge displayed a fill estimate of 360 units after the cartridge was loaded with 460 units of insulin. The customer re-loaded the same cartridge and reportedly, the insulin gauge still displayed an inaccurate value. The customer's blood glucose was 223 mg/dl. The customer continued to use the pump for insulin delivery.